Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 20 mg/dl, 231 mg/dl, and 220's mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.